Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, sion, guide cath: launcher ak 1.0 6f. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, moderately calcified lesion in the distal right coronary artery. A 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was advanced with anatomical resistance and the balloon partially inflated during the first inflation. The balloon was then inflated a second time at 14 atm for 5 seconds and ruptured. The bdc was removed without resistance and was replaced with another unspecified device to continue to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.